Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: b. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had come to the biomed shop with reported low flow issues. A functional check showed that the inlet pressure remained at -10.0 psi even with the fluid delivery line (fdl) disconnected. Per additional information updated from ttm on 22may2025, biomed called about device sent from floor with alarm 64 (non-recoverable system error). Per follow up information received via task on 17jun2025, spoke with charge nurse who confirmed this was sn (B)(6) and had been picked up by the biomed a couple week ago. The patient had been switched to a device borrowed from the nicu. Per additional information, it was reported that the nurse getting low flow alarms in an arctic sun device. They have emptied the pads to try disconnecting and reconnecting. Confirmed they were just starting therapy; they have 4 pads connected. Nurse stopped therapy, device alarmed non-recoverable error 64. Had nurse reboot device and select continue current therapy. Informed nurse to empty pads, device alarmed 07 empty pads cycle not complete. Informed nurse to disconnect pads and they could place device in manual control to check device function. Another nurse brought a second device in the room. Nurse would go ahead and swap to the new device and would call back if they continued to have issues. They would send the current device to biomed for evaluation.

Event description:
It was reported that the arctic sun device had come to the biomed shop with reported low flow issues. A functional check showed that the inlet pressure remained at -10.0 psi even with the fluid delivery line (fdl) disconnected. Per additional information updated from ttm on 22may2025, biomed called about device sent from floor with alarm 64 (non-recoverable system error). Per follow up information received via task on 17jun2025, spoke with charge nurse who confirmed this was sn (B)(6) and had been picked up by the biomed a couple week ago. The patient had been switched to a device borrowed from the nicu. Per additional information, it was reported that the nurse getting low flow alarms in an arctic sun device. They have emptied the pads to try disconnecting and reconnecting. Confirmed they were just starting therapy; they have 4 pads connected. Nurse stopped therapy, device alarmed non-recoverable error 64. Had nurse reboot device and select continue current therapy. Informed nurse to empty pads, device alarmed 07 empty pads cycle not complete. Informed nurse to disconnect pads and they could place device in manual control to check device function. Another nurse brought a second device in the room. Nurse would go ahead and swap to the new device and would call back if they continued to have issues. They would send the current device to biomed for evaluation.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-03787. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had come to the biomed shop with reported low flow issues. A functional check showed that the inlet pressure remained at -10.0 psi even with the fluid delivery line (fdl) disconnected. Per additional information updated from ttm on 22may2025, biomed called about device sent from floor with alarm 64 (non-recoverable system error).